Event description:
The facility reported a fail code 810:04. During service, it was discovered that the failure code occurred on channel a. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.